Manufacturer narrative:
(B)(4). Due to the age of this complaint, additional information necessary to conduct an investigation is not readily available.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that agent 1(e) and o2(e) values aren't showing on the bedside monitor when it was hooked up to a simulator.